Manufacturer narrative:
Inspected two opened and used sensor and performed visual inspection and found both sensor needles separated from sensor base. Checked needle for hooks or burrs and needle tip defects and found one of two needles bent inside needle hub see attached picture for details. Second needle passed per specifications no broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the needle was not coming out with the plastic part it was stuck into her skin. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The sensor was bent. The device will not be returned for the analysis.